Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a pancreatoduodenectomy procedure in 2006 and suture was used. Following the procedure, bile duct stone and gastrolith were found around the suture. Additional information has been requested.